Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the event and determined that the device use did not contribute to the patient's outcome due to the healthcare provider on scene indicating that the reported issue did not contribute to the patient's outcome because the patient's heart rhythm was not shockable. Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The physio-brand therapy electrodes used during the event were discarded by the customer and therefore not available for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device advised to ¿connect electrodes¿ even though a set of physio-brand therapy electrodes (expiration date unknown) were connected to the patient. Medical personnel advised that they had connected the therapy electrodes via a therapy cable, as well as a standard ECG cable, to the patient. The device initially detected the patient and monitored as expected. The patient then went into cardiac arrest and medical personnel attempted to manually charge the device, in order to shock. The customer advised that when the charge button was pressed, the device prompted to "connect electrodes." Medical personnel advised that they checked each connection, unplugging the cables and then plugging them back in (with the exception of the therapy cable) and there was no change. Medical personnel continued CPR and as they were removing the patient from the ambulance, the device began to charge. The patient did not survive the event. Following the event, the customer tested their device and found that it detected a test load through the therapy cable and charge/shock when prompted.